Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that found bad module board. A field service engineer, replaced module board and cleaned out debris to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.